Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
This event occured in (B)(6). The customer reported that the hypodermic needle safety device detached from the needle. There was no dirty needle sticks or patient injury.